Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that they had heard of cases where stimulation was felt to be good most of the time but would turn off or be felt intermittently. Additional information received from the rep reported that specific namesof patients were not known.